Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were missing and was in fair condition with cracked housing. During functional testing, the device was tested three times and all three times passed within the specification. The reported problem could not be duplicated. Root cause is unknown. Downstream sensor was replaced as a preventive measure.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient injury and that patient information was not available.

Event description:
Information was received regarding cadd legacy plus pump. It was reported that there was high pressure. It is unknown if there was no patient, or clinician injury associated with this event.